Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the buttoc, s, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, around 07:00pm after a meal, the cgm reading was 60 mg/dl. The patient did not experience any symptoms, but self-treated for low cgm readings over the next 12 hours. The following morning around 07:00am, the patient experienced frequent urination, dizzy, burping, excessive thirst. The patient took a fingerstick and the cgm reading was 60 mg/dl, and the blood glucose reading was 600 mg/dl. The patient self-treated with 7.5 units of insulin. As the blood glucose levels did not change, the patient went to the contacted their sister and was brought to the hospital. The patient was treated with intravenous insulin, an additional 7.5 units of insulin and fluids. The patient was discharged after 6 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when the patient was symptomatic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.